Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that when staff was programming a device for a clinical trial patient receiving yondelis (trabectedin), intended to be given over 180 minutes, the device calculated the duration differently than expected. The customer states that the duration field in alaris is labeled "duration __:__ hh:mm"; the staff entered the duration as 180 and hit start. The pump displayed it as "duration _1:80 hh:mm". Then, although it was still displayed as 1:80 when they pressed start, if you go back to the channel settings after the infusion is started it shows it as 2:20. Staff was expecting the 180 minutes entry to be converted to 3 hours instead of the pump converting it to 2 hours 20 minutes. The customer states the staff know that if 90 is entered into the duration field, this correctly converts to 1hr 30 minutes. The customer believes that minutes in the "hh:mm" field should be restricted to values less than or equal to 60 to help prevent this type of confusion, and requests suggestions on preventing this type of error in the future. The error did result in an overinfusion; the customer reports that the patient received the infusion in 2 hours and 49 minutes instead of the intended three hours but the majority of the infusion was administered in the first two hours, and the rate was then decreased. There is no report of any harm to the patient or any medical intervention.